Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110, "adjust belt" messages) has been confirmed. Upon investigation the monitor would not power on fully. The cause for the failure was isolated to liquid contamination on the j1002 and j1003 pca connectors. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the device displayed a service code and the patient experienced "adjust belt" messages.